Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that during the procedure the first sheath was prepared properly and the caterer was inserted and the sheath was aspirated, it drew air and the flushing connection was leaking. The catheter was properly aligned. Thus, the sheath was replaced with second sheath was used, but same issue was noted. Thus, the third sheath was used and the procedure was completed successfully. No patient complication were reported. The devices are expected to be returned for analysis.